Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported that the 84-year-old male patient patient was placed on impella cp for hemodynamic support. It was reported that the patient had oozing around the access site at the sheath that was controlled. Additionally, when pump was removed, the superficial femoral artery was noted to be occluded. The case is unclear as to whether the occlusion was related to a thrombus or limb ischemia. Vascular intervention was then attempted in operating room. However, care was ultimately withdrawn. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 & cp impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during impella section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.